Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided. On the field service engineer's (fse) initial service visit, he determined that the qcs for multiple assays were low. He inspected the module and found a torn vacuum line was causing cell blank and detergent to overflow on top of the reaction cells which were not being properly evacuated or vacuumed. He replaced the damaged rinse mechanism tubing. The customer performed calibrations and qcs with acceptable results. The issue was not resolved. The customer reported that multiple qcs were out-of-range. On the fse's follow-up service visit, he replaced the damaged rinse and vacuum tubing on the initial service visit. The customer performed qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable aspartate aminotransferase (ast), calcium, and other assay results from an unspecified number of patient samples tested on the cobas 6000 c501 module. The reporter was able to provide the following examples of discrepant results: the initial ast result was 30 u/l. The repeat result was 61 u/l. The initial calcium result was 3.7 mg/dl. The repeat result was 8.4 mg/dl. A delta check prompted the rerun of the patient samples. The repeat results were deemed correct.